Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Reported provided by the wife of the end user experienced loose stools which led to leaking on the skin, causing irritation and now a red, weepy rash. The end user was seen by his doctor who prescribed an ointment. Since that time the end user has not been able to keep the appliance on because it will be stick over the ointment and states that there has been no improvement in the rash. Advised the end user to discuss with the doctor that medications in powder or liquid work in a way that allow the wafer to stick, also that yeast as a common cause of rash after being on an antibiotic, so an antifungal powder may help. Also instructed the end user on how to apply a powder with a skin sealant. Sending samples that may give improved fit. The end users subsequent outcome was not reported.